Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported false air in line alarms were unable to be reproduced, but were confirmed through review of the event history log. Baxter's evaluation found the fluid number readings from the upstream sensor were below specification due to a failed upstream senor. This condition is known to cause increased sensitivity to false air in line alarms. The upstream sensor was replaced.

Event description:
It was reported a spectrum pump had false air in line alarms during biomed testing. It was also reported there was no patient involvement.